Event description:
It was reported that during a long and complex procedure to treat the mid left anterior descending artery, the voyager balloon catheter could not be advanced distally as the balance guide wire seemed to have fibrin formed or something causing a blockage stopping the voyager balloon catheter from being advanced. The voyager balloon catheter and the guide wire were removed together as one unit. There was no reported issue with the balloon catheter. There was no clinically significant delay in the procedure or adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: voyager. Guide cath: 6 xb 3.5 cordis. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.